Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
For 3 months the user had been experiencing interruptions in hearing with the device. The audio processor was exchanged which appeared to have solved the problem. However, for the last 2 weeks the user has not been able to hear any sound with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For 3 months the user had been experiencing interruptions in hearing with the device. The audio processor was exchanged which appeared to have solved the problem. However, for the last 2 weeks the user has not been able to hear any sound with the device.